Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 435 mg/dl; cause was unknown. In an attempt to treat bg prior to the ER, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day 7/72025 however, the issue was not resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.